Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The returned item has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. No non-conformity has been detected which could be linked to the issue. According to the available data, the most likely root cause is a handling error. The device manufacturing quality record indicates that the released product met all requirements to perform as intended.

Event description:
It has been reported that only one monomer was emptied. No matter how hard we pressed the other one did not empty.

Manufacturer narrative:
(B)(4) (B)(6). This product is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, a "monomer not entering "issue occured: only one monomer pouch was emptied. No surgical delay or patient injury have been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation was reviewed and showed that the exact root cause is undetermined. This complaint could be reopened if further information is received later.

Event description:
It has been reported that only one monomer was emptied. No matter how hard we pressed the other one did not empty.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.